Event description:
The customer reported a cartridge chemistry (cc) sample probe leak while troubleshooting a reaction wheel temperature error on a unicel dxc 600i instrument. The customer stated the leak was contained to the instrument with an approximate volume of 75ml. The operator was wearing personal protective equipment and no injury or exposure was reported. The customer reviewed patient samples and discovered the instrument generated erroneous results over two days. On (B)(6) 2014, one patient sample recovered erroneous results for sodium (na), calcium (calc), cl (chloride) and alp (alkaline phosphate) that were reported outside of the laboratory with no impact to patient treatment. This MDR references the erroneous patient results occurring on (B)(6) 2014; please refer to 2050012-2014-00470 for the event occurring on (B)(6) 2014.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cartridge chemistry sample probe wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed or instrument errors generated. (B)(4).